Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing impedance measurements of less than 200 ohms, low sensing amplitudes, noise and oversensing. It was believed that this rv lead had migrated. Subsequently, this patient was hospitalized (due to the age of the patient and complexity of their clinical case) while the physician evaluated the situation. No additional adverse patient effects were reported. At this time, this lead remains implanted and the patient is being monitored closely. There are no current plans for medical or surgical intervention.

Manufacturer narrative:
This device remains implanted (and out of service); therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing impedance measurements of less than 200 ohms, low sensing amplitudes, noise and oversensing. It was believed that this rv lead had migrated. Subsequently, this patient was hospitalized (due to the age of the patient and complexity of their clinical case) while the physician evaluated the situation. Additional information received from the field indicates this lead was later surgically capped/abandoned and replaced with another rv lead. There were no additional adverse patient effects reported.